Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that on (B)(6)2018, the patient had scheduled l1-l2 decompression with l1-l3 fixation/fusion of the spine. The spine surgeon cut and removed the catheter at the level of the decompression and fixation. The spinal surgery was not related to the device or therapy. There was no issue with the catheter; the spine surgeon had it removed to complete his procedure. There were no further complications reported at this time.

Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 29-jun-2011, UDI#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ml at 100 mcg/ml) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had spinal surgery with hardware on (B)(6) 2018. The catheter was partially removed. A new spinal segment was implanted (B)(6) 2018. The old catheter was completely explanted on this date and discarded. No symptoms were reported. The issue was said to be resolved and the patient was "alive - no injury." There were no further complications reported at this time.